Event description:
A physician reported after an intraocular lens (iol) implant procedure on (B)(6) 2017, during long term follow up on (B)(6) 2025, diffuse opacification of the intraocular lens was identified, observed under slit-lamp examination, compromising the visual axis and reducing visual acuity. The opacification appeared diffuse and complete, consistent with a material alteration, not related to posterior capsular opacification, inflammatory deposits, or other secondary causes. As clinical consequences, there was a reduction in visual acuity for the patient. After a complete clinical evaluation, no other ocular changes were identified that could explain the condition presented. The recommendation was explant of the intraocular lens and replacement with a new one as a therapeutic measure. To date, the patient remained under regular ophthalmologic follow-up, properly informed about the progression of the condition and the available therapeutic options. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).